Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an unknown surgery treating the hip joint. After surgery, the patient determined to undergo a revision surgery due to loosening occurred sometimes. Since it was not dislocated, there was no need for early treatment, but just to be safe, the revision surgery was done on (B)(6) 2023. The cause of loosening is probably due to wear of the liner over time. The revision surgery was completed successfully with no surgical delay. The products which had been implanted at the initial surgery were the duraloc cup 52 mm, the 26 mm×10° liner, the +0 mm head, and the elite plus stem size2. No further information is available.